Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft, an suprarenal stent graft and three (3) limb stent grafts to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, a type 3a endoleak with component separation was identified. The physician elected to reline the original implanted devices with a limb stent graft, an iliac limb extension and a palmaz stent. Reportedly, intervention was successful and the patient is doing well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak with complete component separation of the right common iliac artery is confirmed and the additional endovascular procedure on is confirmed. This is consistent with the reported adverse event/incident. Additionally, the clinical assessment determined that there was evidence to reasonably suggest sac growth of 15.5mm in the right common iliac artery occurred that was not included in the event as reported. The sac growth was discovered during review of the 67 month post index implant CT scan. The diameter of the right common iliac artery at index was 33mm distally (should be 10-23mm). This off label diameter likely contributed to the type iiia endoleak. The final patient status was discharged on the first post operative day following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. B5: describe event or problem - correction. G4: date of received by manufacturer - updated. H6: result code - remove code 3233. H6: conclusion code - remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft, an suprarenal stent graft and three (3) limb stent grafts to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, a type 3a endoleak with component separation was identified. The physician elected to reline the original implanted devices with a limb stent graft, an iliac limb extension and a palmaz stent. Reportedly, intervention was successful and the patient is doing well. After the initial report, clinical assessment determined that there was evidence to reasonably suggest sac growth of 15.5mm in the right common iliac artery occurred that was not included in the event as reported. The sac growth was discovered during review of the 67 month post index implant computerized tomography scan.